Event description:
It was reported that pump experienced malfunction after customer had been at beach in high temperatures. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer did not require assistance from a third party. Technical support successfully completed reset with no repeat of malfunction, and was advised to continue using pump.